Event description:
It was reported that the patient presented for a device explant after experiencing worsening heart failure symptoms. During the procedure, the device was stuck in tissue and was unable to be retrieved. The device was deactivated and remained implanted. A new dual leadless pacemaker system was then implanted. There were no patient consequences.